Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow block alarm since last 3 days, blood glucose was 600 mg/dl, 599 mg/dl, 500 mg/dl and 590 mg/dl. High blood glucose level treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer was experiencing cough, nausea and vomiting at the time of incident. Customer also stated that cannula of insulin pump was bent. Insulin pump will not be returned for analysis.